Event description:
Information was received from the company representative (rep) regarding their external equipment. The company representative (rep) reported that he had two different patients today. Trying to interrogate their pumps and on the table the was getting the 338 error code and had to resync and try again. Technical services reviewed meaning of 338 error code and warm transferred caller to healthcare it to try to troubleshoot to resolve issue. The company rep did state that the patient's pumps were updated after he restarted it. Additional information was received from the company representative (rep) reporting that they did not know what software version was on their programmer. It was reported that the issue had resolved as the company representative (rep) stated, 'after speaking with the representative and going through the steps they had me do it did not do it again as of yet'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.